Manufacturer narrative:
A company service rep examined the system and confirmed the reported problem. The video card was replaced. The system was then tested and met all product specifications. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "touchscreen has lines through the screen" (erratic display). A biomedical engineer reported, the touchscreen has lines through the screen. The cases were completed on the same system, but the screen was difficult to maneuver through. There was no pt or procedural impact.